Event description:
It was reported to philips healthcare that the device's etco2 function was not working and did not provide a reading. There was no negative pt impact.

Manufacturer narrative:
(B)(4).